Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that logging out and logging back in resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported although the instrument was recognized, it seemed the system became unresponsive. The issue was resolved by logging out of the procedure and logging back in. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.